Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a vats procedure, the doctor had the scope in there, and as the doctor was torquing it, the tip just cracked. It fell into the patient, and the pieces were retrieved. X-ray was taken and confirm that no pieces were found.